Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was placed in the right internal jugular vein. Catheter leak was noted where the plastic meets the catheter polymer, external to the patient during infusion. The catheter was removed. There was no reported patient injury.

Manufacturer narrative:
Additional information received from the complainant on 8/21/2018, associated fields were updated. No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Mw5078538.

Event description:
It was reported that the catheter was placed in the right internal jugular vein. While flushing the catheter, a hole allegedly developed and a leak was noted where the plastic meets the catheter polymer, external to the patient during infusion. The catheter was removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a review of the DHR for product was performed. This lot was inspected per applicable finished production/ inspection procedures and it passed all inspections. Investigation summary: the sample returned for evaluation was one 10 french triple-lumen hickman catheter. Visual and microscopic evaluations were performed of the physical sample. A split was observed in the white-luered extension leg, just proximal to the trifurcation. The catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 's' shaped split and granular fracture surface texture (typical of tearing failure modes). Therefore, the investigation is unconfirmed for external leak/break/split without embolism and confirmed for external burst without embolism. Over-pressurization (burst) damage can occur through the use of syringes smaller than 10 ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, possible complications and contraindications showed that the product labeling is adequate. (Expiration date: 10/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter was placed in the right internal jugular vein. While flushing the catheter, a hole allegedly developed and a leak was noted where the plastic meets the catheter polymer, external to the patient during infusion. The catheter was removed. There was no reported patient injury.

Event description:
It was reported that the catheter was placed in the right internal jugular vein. While flushing the catheter, a hole allegedly developed and a leak was noted where the plastic meets the catheter polymer, external to the patient during infusion. The catheter was removed. There was no reported patient injury.

Manufacturer narrative:
The previously submitted emdr inaccurately reported the PMA/510k date. The PMA/510k date should have been reported as (B)(6)2019. Manufacturing review: a review of the DHR for product was performed. This lot was inspected per applicable finished production/ inspection procedures and it passed all inspections. Investigation summary: the sample returned for evaluation was one 10 french triple-lumen hickman catheter. Visual and microscopic evaluations were performed of the physical sample. A split was observed in the white-luered extension leg, just proximal to the trifurcation. The catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 's' shaped split and granular fracture surface texture (typical of tearing failure modes). Therefore, the investigation is unconfirmed for external leak/break/split without embolism and confirmed for external burst without embolism. Over-pressurization (burst) damage can occur through the use of syringes smaller than 10 ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, possible complications and contraindications showed that the product labeling is adequate. (Expiration date: 10/2022), PMA/510k.